Manufacturer narrative:
H10: additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. The new information states that the device is no longer functioning as expected showing signs of significant wear and use such as , scratches, burrs, and gouges in the metal. There are no pieces broken off or on the device. The device issue may require use of a replacement or alternate device to complete the surgical procedure and may result in a short delay while that alternate device is obtained. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint number: case (B)(4).

Event description:
It was reported that during a im nail procedure, one (1) gripper was found broken, no longer functioning as expected. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.